Manufacturer narrative:
Corrosion was noted within the device.

Event description:
The core impaction drill was sent in for service and it overheated during performance testing. No adverse event was associated with the device.